Event description:
While turning patient to left side in bed, blood noted on side of head. Patient turned to back and scratch noted above right eyelid and side of face approximately 4 inches long. It appeared that side of alaris pump "brain" may have caused incident. There are 2 small metal pieces near bottom of pump where the channels connect. The pump was over the bed while patient being turned. All pumps have these metal pieces.